Event description:
During the implant of a transcatheter bioprosthetic valve, the native annulus was stenosed and moderately calcified. Echocardiogram showed increased gradients across the valve. A post-implant balloon aortic valvuloplasty (bav) was performed to improve hemodynamics, but resulted in the tear of the valve leaflet. The balloon (bard true 24 mm balloon) was inflated to 18 atmospheres. Echocardiogram confirmed the tear of the leaflet and a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported. (B)(4) .this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)